Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4508swc was removed on (B)(6) 2019 due to loss of osseointegration around 3 years and 7 months after implantation. The patient has no significant medical history. The patient has recovered without complications.